Event description:
A caller reported that the cartridge leaked, and the issue was experienced 4-5 times over the past three months. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer changed the cartridge and successfully resumed insulin therapy.